Manufacturer narrative:
Concomitant medical products: (B)(6) 2018: plc161000j/17451245; (B)(6) 2018: plc161000j/14171481. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date in 2018, the patient admitted to the hospital. Follow up computed tomography (CT) revealed a type iii endoleak. It was reported that the type iii endoleak was due to insufficient touch up on the initial procedure. On (B)(6) 2018, an additional procedure was performed. A contralateral leg component was implanted between the originally implanted trunk/ipsilateral leg component and the contralateral leg component. A type ii endoleak was identified post implant; however the physician elected to monitor it. Aneurysm enlargement was not reported.